Event description:
It was reported " balloon hemorrhage". Additional information states that to continue therapy,the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Upon further review it was determined that this complaint is a duplicate of MDR# 3010532612-2024-00204. Therefore, the initial MDR submitted on 24 july 2024 should be retracted.

Event description:
It was reported " balloon hemorrhage". Additional information states that to continue therapy,the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).